Event description:
Reportedly, the lens was in a dry state, no saline solution was present in the lens vial. The lens was delivered from injector in warm bss and it opened fine. The lens was reloaded in a new injector and implanted in the pt's left eye. Reportedly, the lens is half opaque and pt's vision has been affected. No further info has been provided. Add'l info has been requested, but no add'l info has been received.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented. Also, directions for use (dfu) indicate do not use if product sterility or quality is thought to be compromised due to signs of leakage such as loss of saline storage solution.

Manufacturer narrative:
Investigation is underway. A supplemental report will ber submitted upon completion of the investigation. The envista toric is not currently approved for marking in the us. This report is being submitted based on similarity with the envista lens.